Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4). Conclusion and justification status: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: manufacturing date request - left hip revision - no reason provided. Update received: formal claim confirmed. Patient x-rays received on disc (x3) no other information provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The returned x-rays were reviewed by our bio engineers (report attached, (B)(4) x-ray review. (B)(4)) who summarised that based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. The case is subject to ligation with allegations regarding performance. Post marketing surveillance reviews general group performance from the information reviewed in this report it is unlikely that there was a manufacturing fault. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Manufacturing date request- left hip revision- no reason provided.

Manufacturer narrative:
Examination of reported devices was not possible as they were not returned. Reason for revision was not provided. Further information regarding this report was not made available to customer quality. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.